Event description:
Five weeks after implant, the patient experienced purulent drainage in the spinal incision. The patient also experienced erythema at the incision sites, fever and pain. The device system was explanted. The report indicated that the patient recovered without sequela. The pump was used to deliver hydromorphone 10mg/ml with a dose per day of 2mg.